Manufacturer narrative:
Product analysis: visual review confirms the instrument's threaded tip has been completely broken off except for about 3 partial rows of threading left. No signs of thread damage. Optical examination of the fracture surface revealed a fairly brittle fracture surface. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disc degeneration (ddd). Procedure: oblique lumbar interbody fusion (olif). Levels implanted: l3-l4-l5. It was reported that intra-op, the pivox tip of the inserter was broke while cage insertion. The broken fragments were retrieved by surgeon. The device came in contact with the patient. No patient complications occurred due to this event.